Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: it is unknown if a temporal relationship exists between continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler and liberty cycler set and the adverse event of peritonitis. It is well established that pd patients are at high risk for peritoneum infections. The root cause of this patient¿s peritonitis cannot be determined. Though the cause was unknown, a majority of peritonitis infections are caused by nonadherence to aseptic technique through touch contamination involving the transmission of peritonitis causing pathogens. In the absence of additional details, the liberty select cycler and liberty cycler set cannot be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence to indicate that any fresenius product or device deficiency caused or contributed to this patient¿s adverse event.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer service that a peritoneal dialysis (pd) patient was hospitalized with peritonitis. There was no indication that this event was related to the performance of any fresenius product(s) or device(s) in the initial reporting. Multiple attempts were made to acquire further details concerning this patient¿s infection and hospitalization; however, no additional information was obtained.